Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). A philips bench repair technician (brt) evaluated the device and confirmed that unit has "speaker malfunction". The brt replaced the speaker to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that "speaker no longer works". The device was in use and no adverse event occurred.